Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for failed battery test. Current blood glucose was 150 mg/dl. Customer reported that pump is not working. Customer stated that she was down to one bar and changed battery and every battery she puts in it gives her low battery. Customer reported that the outside of battery compartment has a crack going around it. Customer was unable to finish troubleshoot for the failed battery test. The insulin pump will not be returned for analysis.